Event description:
A malfunction was reported with the pump, identified as malfunction code malf 0, which could not be reset. There was no reported adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as backup therapy in the interim.